Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with service alarm code 15/000/001 (power down error) and having a check cassette d message displayed. This did not indicate a reportable malfunction. However, during testing at the service center the device did not pass the distal occlusion test by not alarming when a distal occlusion was present.

Manufacturer narrative:
During testing at the service center device powered on and did not pass the distal occlusion test by not detecting an occlusion. After replacing and calibrating the distal sensor, the device successfully passed all pvt tests within specifications. The measured volume accuracy was 20.1 ml [spec: (B)(4)]. The customer reported complaint of check cassette d alarm code was confirmed and is attributable to the device. The probable cause of the complaint is a broken distal sensor assembly. The customer reported 15/000/001 [power down error] was not duplicated during testing and the cause could not be determined. A probable cause is that the device was improperly powered off by opening the battery door instead of using the on/off key. This report represents all the information known by the reporter upon query by hospira personnel.